Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The heater wire was slightly flexed at the center of the hot jaw with no sign of detachment. No other visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device pass the pre-cautery test; it produced visible steam when the toggle was engaged. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature did increase and turned ¿green¿ within the 2 second specified timeframe. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" was not confirmed but analyzed failures ¿material twisted/bent; wire¿ was confirmed. Specific actions for the analyzed failures ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.